Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed one tube without a label. No patient impact reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, which showed evidence of a missing label. Additionally, 30 retained samples were visually inspected for missing labels, and all retained samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed one tube without a label. No patient impact reported.